Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ 3l12c instrument carryover from one tube to another occurred. The following information was provided by the initial reporter: carry over from one tube to the next tube.

Event description:
It was reported that while using bd facslyric¿ 3l12c instrument carryover from one tube to another occurred. The following information was provided by the initial reporter: "carry over from one tube to the next tube."

Manufacturer narrative:
H.6 investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding carryover. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 663518. Date range from 02oct2021 to 02oct2022. ¿ complaint trend: there are 6 complaints related to the issue of high carryover caused by a maintenance problem for part # 663518; pr# (B)(4). Date range from 02oct2021 to 02oct2022. ¿ manufacturing device history record (DHR) review: DHR part # 663518 serial # (B)(6), file # 663518-663518-z663518000054-106663644-20 was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on a review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the root cause of carryover was determined to be pinched/closed pinch valve tubing. The pinch valve (valve v8) and its tubing connects the sample injection tube (sit) to the aspirator pump, which aspirates waste from the sample line. Therefore, pinched/closed valve tubing may prevent complete aspiration/rinsing of the sit and cause flow rate and backflow issues. The customer reported an issue of carryover i.e. Drip of fluid during sit flush. The fse (field service engineer) confirmed the issue and massaged the pinch valve tubing to remove the ¿kink¿. After this, the instrument was rebooted and tested and found to be functioning as expected with no further carryover. No parts were requested for evaluation as no parts were replaced. Although the instrument is used for clinical testing on patient samples, this issue did not yield erroneous results and there was no impact to patient treatment. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4) install date: 06mar2020 defective part number: n/a work order notes: o subject / reported: carry over from one tube to the next tube. O problem description: carry over from one tube to the next tube. O work performed: massaged the tubing inside the pinch valve. Completed sit flush checks. Completed cst performance and abort count. O cause: the tubing inside of the pinch valve was stuck closed. O solution: massaging the tubing inside of the pinch valve resolves this wo for closure. ¿ returned sample evaluation: a return sample was not requested for evaluation because no parts were replaced. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o azure ID:(B)(4).o hazard: incorrect output for samples up to 1.5ml or less. O cause: sample carryover error ¿ fluidic. O harmful effects: events appear in wrong tube (false positive result). O residual probability: 1 o residual severity: 3 o residual risk index: 3 ¿ root cause: based on the investigation results, the root cause was pinched/closed pinch valve tubing. ¿ conclusion: based on the investigation results, the root cause of the customer experiencing carryover issues on the facslyric was determined to be pinched/closed pinch valve tubing. The fse confirmed the issue and massaged the pinch valve tubing to remove the ¿kink¿, after which the instrument was tested and found to be functioning as expected with no further carryover. No parts were requested for evaluation as no parts were replaced. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document.